Manufacturer narrative:
The insulin pump was received with loose protruded drive support disk. However, passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No failed battery test and weak battery alarms noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump was returned without battery cap unable to confirm damage. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, broken belt clip slot, broken battery tube threads and cracked case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test and weak battery. Customer's blood glucose level was not reported. The battery compartment had a crack. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.